Event description:
Additional information indicated this lv lead was exhibiting out of range pacing impedances, at approximately 2000 ohms. The lead was still capturing, but output was high, measuring at 3 volts at 1.0 milliseconds. As a result, the lead was abandoned surgically and was replaced by an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.